Event description:
Pt called to report that their 508 insulin pump had stopped working. They had called minimed and company told pt to leave their batteries out of pump for 6 hours then replace with new batteries to see if problem resolved. Pt was not instructed on what to do about insulin. Pt is a type 1 brittle diabetic. Pt reported that they are currently on their 3rd pump (2nd replacement pump) since starting pump therapy in 2001. Previous two pumps also had problems. Pt was provided a loaner pump by md office so they would not go into dka during the 6 hours that minimed told them to leave batteries out of their pump. At end of 6 hours, new batteries were inserted into pump by pt and pump remained non-functional. Insulin pump returned to minimed and pt was provided with a refurbished 508 pump.